Event description:
The pt is reportedly experiencing an infection. Advanced bionics is currently in the process of obtaining add'l info. When add'l info is received, a supplemental report will be submitted.